Event description:
Per the clinic, it was reported that impedance testing revealed seven open circuits. Subsequently, the patient was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.